Manufacturer narrative:
Rochester, m., barber, n., mazzeralle, b., cantrill, c., cinman, a., schiff, j., roehrborn, c. The comparing urolift experience against rezum (clear) rct: preliminary analyses suggest a superior early patient experience with urolift pul (pul). Journal of clinical urology, 17(is). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the events of additional device required and additional surgery were found to be listed in the IFU as anticipated adverse events associated with the device or procedure. A risk review was completed and confirmed that the event of additional device required and additional surgery were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the journal of clinical urology, that a prospective study was conducted to compare the urolift pul (pul) therapy against the rezum therapy. The study evaluated patient experience, safety, and efficacy against benign prostatic hyperplasia between the two therapies. A total of 33 patients were treated with rezum, and 35 patients were treated with pul. Three to seven days following the procedures, 26% of patients from the rezum group failed to be catheter-independent, while all patients treated with pul were catheter-independent. Additionally, 44% of those patients who failed to be catheter-independent had recurrent catheterization by day 365. Within one year, 1 patient from each treatment group underwent surgical retreatment. Overall, patients who received urolift pul reported higher international prostate symptom score (ipss) and quality of life when compared to the rezum treatment group.

Manufacturer narrative:
Rochester, m., barber, n., mazzeralle, b., cantrill, c., cinman, a., schiff, j., roehrborn, c. The comparing urolift experience against rezum (clear) rct: preliminary analyses suggest a superior early patient experience with urolift pul (pul). Journal of clinical urology, 17(is). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the journal of clinical urology, that a prospective study was conducted to compare the urolift pul (pul) therapy against the rezum therapy. The study evaluated patient experience, safety, and efficacy against benign prostatic hyperplasia between the two therapies. A total of 33 patients were treated with rezum, and 35 patients were treated with pul. Three to seven days following the procedures, 26% of patients from the rezum group failed to be catheter-independent, while all patients treated with pul were catheter-independent. Additionally, 44% of those patients who failed to be catheter-independent had recurrent catheterization by day 365. Within one year, 1 patient from each treatment group underwent surgical retreatment. Overall, patients who received urolift pul reported higher international prostate symptom score (ipss) and quality of life when compared to the rezum treatment group.